Manufacturer narrative:
Age at time of event: 18 years older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-00472 and 2134265-2017-00418 it was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and pullback sled to view the target lesion. After imaging was performed using the opticross¿ imaging catheter, it was noticed that the telescope was unable to put back when attempted. Moreover, the physician tried to initiate the automatic pullback but failed. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and the patient's status is stable.